Manufacturer narrative:
The technician found the brake casters are broken. The technician replaced the brake casters to resolve the issue.

Event description:
The technician alleged that the brake casters on the foot end of the stretcher are not holding. No patient impact.